Event description:
It was reported oversensing of noise was observed on the device and right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that mode switch was observed. The patient was stable and will continue to be monitored. There were no adverse consequences.